Manufacturer narrative:
The investigation determined that incorrect tests were processed for a single patient on a vitros 5600 integrated system. The assignable cause of this event was determined to be user error. Prior to the event, the customer inadvertently entered an incorrect sample ID when assigning assay requests for another sample. The user realized their mistake and manually programmed the correct sample ID and assay requests. However the initial mistyped sample ID and assay program was not deleted and was therefore retained in the vitros 5600 integrated system and became a valid sample ID for the testing in this event. As per the ¿sample ID reuse¿ section of the vitros 5600 integrated system reference guide, if a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Reusing a sample ID on a different sample without completion of the original request or the deletion of the pending testing will cause the original information to be carried forward. No malfunction of the vitros 5600 integrated system occurred.

Event description:
A customer found that incorrect tests were processed on their vitros 5600 integrated system for a single patient. Misassociated results may lead to inappropriate physician action if they were to occur undetected on patient samples. The discrepancy was identified and no misassociated patient results were reported out of the laboratory. There was no allegation of patient harm as a result of the event. (B)(4).